Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 273 mg/dl. Upon troubleshooting, it was found that the display did not return. The customer stated that the insulin pump also alarmed battery out limit, followed by a low battery alarm after the battery had been replaced with a new one. She stated that she experienced both high and low blood glucose levels, for which she declined troubleshooting, since she was going to see her doctor the next day. She observed that the inside of the battery cap looked as though it was breaking off. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to corroded battery cap. The device was tested with test battery cap. The insulin pump passed prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. The device also had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, and cracked case near display window corners noted during visual inspection.